Event description:
Pt s/p left distal femur replacement approximately 7 1/2 years ago. Approximately 1 week prior to 3/8/99 admission, pt c/o instability left knee. Xray revealed a fracture through the tibial bearing component of the prosthesis. On 3/8/99, under general anesthesia, pt had a left knee arthrotomy, synovectomy, and revision of multiple components of left distal femoral replacement.